Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #5 and #8 key to be damaged caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump damaged keypad, which was clarified during baxter's evaluation as repeated keypad output. It was also reported there was no patient injury.